Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not able to be returned for evaluation. Therefore no device analysis was able to be performed. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the stenosis remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm pericardial aortic valve was explanted after an implant duration of 10 years, 2 months due to stenosis. A 23mm pericardial aortic valve was implanted in replacement. Outcome was reported to be good.

Manufacturer narrative:
Evaluation summary: customer report of stenosis was confirmed through image evaluation. Two color images were provided by the customer. The images included the valve at the inflow and outflow aspect. What appears to be extrinsic calcification was observed between two of the leaflets near a commissure at both the inflow and outflow aspect. This material is observed to obstruct the coaptation region, and likely led to the reported stenosis. Calcification however, cannot be confirmed without x-ray imaging. The wireform is observed to be exposed at the inflow aspect. Minimal host tissue is observed on the stent circumference at the outflow aspect. Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update and image evaluation. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to stenosis and insufficiency. A 23mm pericardial aortic valve was implanted in replacement. Per obtained medical records, the 23mm valve was placed and it seated well. The patient tolerated the procedure well and was returned to the intensive care unit in stable condition. The patient was discharged to an acute inpatient rehabilitation facility on post-operative day 11.